Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: first (superior): ifuse implant, p/n 7050-90, lot# i0920, mfd. 01/30/14, expires 2019-01, UDI (B)(4). Second (second): ifuse implant, p/n 7040-90, lot# i0894, mfd. 02/05/14, expires 2019-02, UDI (B)(4). Third (inferior): ifuse implant, p/n 7035-90, lot# i0858, mfd. 12/23/13, expires 2018-12, UDI (B)(4).

Event description:
In (B)(6) 2015, the patient underwent a right side si joint arthrodesis where three implants were placed. The patient had a period of pain relief after the initial procedure but later complained of back pain similar to his original pain. There was no si joint diagnostic injection performed to verify the pain. No implant lucency or loosening was seen on x-rays, but the surgeon decided to remove the implants anyway. In (B)(6) 2016, the surgeon performed a revision surgery where he removed all of the existing implants. They were all solidly fixed in bone and it took considerable effort to remove them. They were replaced with other hardware. The status of the patient following the revision surgery is not yet known.